Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown dental and oral surgery procedure on an unknown date and suture was used. During the procedure, the suture detached from the needle. There were no adverse consequences to the patient. No additional information was provided.

Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to the FDA: (B)(4) 2018. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 09/25/2018 an empty labeled winding former and a detached needle were returned for analysis. However, the suture was not returned. During the visual inspection of sample, the swage and attachment area were as expected. The barrel hole of the needle was examined under magnification for suture remnant, and it was observed that the remnant protrudes from the needle hole. Marks were observed on the edge and body of the needle which appears to be from use of a surgical instrument. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample received, the assignable cause of the pull off of suture needle suggests an improper handling of the sample and corresponds to the reported complaint.